Event description:
It was reported that the device received channel error. The error message says to check IV line when connected. The biomed spoke with a bp tech that said it possibly has a bad board. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced logic board due to intermittent check IV set error and replaced right iui. A review of the device history record showed the device had a manufacture date of 07/01/2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the logic board - circuit failure (check IV set). A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device received channel error. The error message says to check IV line when connected. The biomed spoke with a bp tech that said it possibly has a bad board. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device received channel error. The error message says to check IV line when connected. The biomed spoke with a (B)(6) tech that said it possibly has a bad board. There was no patient involvement.